Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable/high thresholds. X-ray confirmed that the lead perforated. The lead was removed and revealed insulation damage where the suture sleeve was tightened. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was an insulation issue observed. Visual analysis of the lead indicated damage at implant. The analyst noted that the outer insulation was ruptured at the anchor sleeve location at 18.9 cm and 19.3 cm. If information is provided in the future, a supplemental report will be issued.